Manufacturer narrative:
The field service engineer (fse) found the issue was due to a kinked water line tube. The fse repositioned the tank to prevent the tube from kinking. No qc data was provided, however, the customer stated qc was acceptable the morning of the event and was unacceptable at the time of the questionable results. The customer used a centrifugation time of 5 minutes and a speed of 5200 revolutions per minute (rpm). The centrifugation time may be too short and the centrifugation speed may be too fast based on the sample tubes used. The service actions resolved the issue.

Manufacturer narrative:
The troponin t reagent lot number was 68815101 with an expiration date of 30-apr-2024. The customer stated they found a hose that was kinked. After correcting the kinked hose they had no further issues. The investigation is ongoing.

Event description:
The initial reporter questioned the results for multiple patient samples tested for elecsys troponin t gen 5 (troponin t) on a cobas e 801 analytical unit. The customer alleged the results for 20 patient samples required a correction. No specific results were provided. An example of discrepant results was provided for 1 patient sample. The initial result was greater than 100 ng/l. The repeat result was 9 ng/l. The initial results were reported outside of the laboratory where they were questioned by physicians and nursing staff prompting repeat testing. The repeat result was believed to be correct.